Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber exhibited circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture rotated independently of metal cap; the glass cap exhibited severe devitrification at the output window; the metal cap exhibited moderate char. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that at 96,000 joules while using the side-firing surgical fiber during a prostate procedure, the fiber was observed to become end-firing (forward-firing).the fiber was replaced and the procedure completed using a second surgical fiber.there was no patient injury reported.gland volume: 150 cc